Event description:
It was reported that there was a loss of therapeutic effect and the patient's therapy didn¿t seem to be working right. It stopped working a couple of months ago and when they had to go, they had to go. The patient was up every 2 hours at night and usually couldn¿t make it to the bathroom. There was a problem with the patient programmer and the patient saw the low patient programmer battery screen. The patient replaced the programmer batteries and the programmer resumed normal function. The patient changed from program 3 at 9.0 to program 4 at 2.0 and could feel stimulation. The patient had changed programs before because they seemed to get ¿off track¿ and stop working. It was later reported that the patient still had concerns with their device or therapy but had not sought further help. Additional information received reported that the patient stopped in at their health care provider¿s (hcp¿s) office on (B)(6) 2015 because their symptoms returned to what they were prior to implant. The patient was using 2 to 3 pads. The patient had a loss of bladder control and the symptoms had a gradual onset. The patient was currently on program 4 at 6.50v and before (B)(6) 2015 the patient was on program 4 at 5.0v. The patient would have an appointment in 3 days. It was further reported that approximately 6 weeks or more ago, the patient began to have a return of symptoms and had a urinary tract infection (uti) that their hcp treated. The hcp interrogated the implantable neurostimulator (ins) on (B)(6) 2015, and it read that the ins was ¿low¿ in the alerts sections. The hcp usually had the manufacturer representative work with the clinician programmer so they weren¿t privy on how to use it. When they interrogated today, they didn¿t sync with the patient programmer. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v249006, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).